Manufacturer narrative:
The patient was discharged with well condition. Per the instructions for use (IFU), coronary flow obstruction and cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention are among the potential adverse events associated with overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, and balloon valvuloplasty. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, the cause of the annular rupture and lca occlusion cannot be confirmed; however, it appears that both events were related to patient factors (i.e. Lcc bulky calcification). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post deployment of the 23mm sapien xt valve, a left coronary artery (lca) occlusion occurred and a contained rupture of the sinus of valsalva (sov) was observed. Initially, there was concern with hypotension as the patient¿s blood pressure was decreasing even while placing apical sutures. After initiating pcps, an ascendra+ introducer sheath was inserted and bav was successfully performed. The lca was visualized but with a slow blood flow. On the x-ray, a bulky calcification of the left coronary cusp (lcc) moved significantly towards the sov side. There was concern of a possible lca obstruction so the decision was made to insert a guidewire and a percutaneous transluminal coronary angioplasty (ptca) balloon in the lca. A 23mm xt valve was implanted with nominal volume and there was no aortic regurgitation noted after implantation. Post deployment, the intravascular ultrasound (ivus) showed a 75% occlusion of lca ostium. Coronary angioplasty and a coronary stent was placed in the lca ostium. About 10 minutes after the implantation of the xt valve, the patient was noted to have af with tachycardia (heart rate: 150bpm) and the patient was given amiodarone. Following the treatment of lca, defibrillation (dc) was performed twice at 150j and at dc200j and the patient returned to the sinus rhythm of the heart rate 90bpm. A hematoma was found between the left atrial appendage and the aorta by tee after protamine administration. The blood pressure (bp) remained stable and no increase of the hematoma size was observed. As the bleeding appeared to have stopped it was decided to monitor the patient with bp control. Pcps was weaned off and the patient left the operation room intubated.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(6) affiliate, post deployment of the 23mm sapien xt valve, a left coronary artery (lca) occlusion occurred and a contained rupture of the sinus of valsalva (sov) was observed. Initially, there was concern with hypotension as the patient¿s blood pressure was decreasing even while placing apical sutures. After initiating pcps, an ascendra+ introducer sheath was inserted and bav was successfully performed. The lca was visualized but with a slow blood flow. On the x-ray, a bulky calcification of the left coronary cusp (lcc) moved significantly towards the sov side. There was concern of a possible lca obstruction so the decision was made to insert a guidewire and a percutaneous transluminal coronary angioplasty (ptca) balloon in the lca. A 23mm xt valve was implanted with nominal volume in a 60:40 aortic/ventricular position with no aortic regurgitation noted after implantation. Post deployment, the intravascular ultrasound (ivus) showed a 75% occlusion of lca ostium. Coronary angioplasty and a coronary stent was placed in the lca ostium. About 10 minutes after the implantation of the xt valve, the patient was noted to have af with tachycardia (heart rate: 150bpm) and the patient was given amiodarone. Following the treatment of lca, defibrillation (dc) was performed twice at 150j and at dc200j and the patient returned to the sinus rhythm of the heart rate 90bpm. A hematoma was found between the left atrial appendage and the aorta by tee after protamine administration. The blood pressure (bp) remained stable and no increase of the hematoma size was observed. As the bleeding appeared to have stopped it was decided to monitor the patient with bp control. Pcps was weaned off and the patient left the operation room intubated. The patient has no history of coronary artery disease or arrhythmia. The lca ostium height: 14.1mm, the right coronary artery ostium height: 15.47mm. The aortic valve diameter measured 20mm with severe valve calcification by tee; the sov diameter measured 26.2 mm. Per the proctor physician, the left coronary artery (lca) ostium was not directly occluded by the left coronary cusp (lcc) bulky calcification, but was stenosed from the sinus of valsalva (sov) side by a bulky calcification of the lcc moving significantly into the sov. The contained rupture might have occurred during bav.